Event description:
The customer reported that the insulin pump had an error alarm. Troubleshooting was performed. The blood glucose reading at time of the call was 101mg/dl. Troubleshooting was performed. The customer stated that he went to a splash park and had the insulin pump in his pocket. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.